Event description:
Caller reported that control-iq system delivered an automatic insulin dose due to inaccurate continuous glucose monitor (cgm) values. Reportedly, the cgm blood glucose (bg) reading was 173 mg/dl, and the meter bg reading was 40 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 33 mg/dl. Bg was addressed via consumption of carbohydrates. Customer was informed that the system relies on data from the cgm to predict and adjust insulin delivery and was educated on the reliance on accurate cgm readings for proper function. Caller understood the information and acknowledged that the pump was functioning as intended based on the provided data.